Event description:
It was reported that the light displays a e1 code. The bulb hours are 338. This unit was not involved in the case. No patient injury reported.

Manufacturer narrative:
Additional info will be provided once investigation is completed.